Event description:
It was reported by service report that the side rail is difficult to move and the ground prong is missing from the power cord. No pt involvement or adverse consequences are reported.